Manufacturer narrative:
The device was returned to olympus for inspection. Updated fields: d9, h2, h3, h6, h11. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: cause not established. In addition, the following reportable malfunction was found during the investigation: faulty video cable/connector. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information from customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the subject device exhibited camera stopped working. The issue was found during unspecified procedure. The intended procedure was completed with an olympus back-up device. There were no reports of patient harm.